Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem of pump powered off and on was reproduced. A review of the event history log (ehl) revealed 'battery and power issues' messages. The reported condition was verified. The cause of the condition was determined to be the flattened battery gasket preventing proper contact with battery pins. The battery gasket requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received for evaluation. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. During evaluation, the pump powered off and on and would not stay powered on. The cause was identified to be the flattened battery gasket which prevented proper contact with the battery pins. The battery gasket requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump, the device powered off and would not stay powered on. No additional information is available.